Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the stimloc screw tip appeared to be very dull and would not purchase adequately into skull. No environmental/e xternal/patient factors led to the issue. A spare screw was used and the issue is resolved. The device is expected to be returned. No symptoms were reported. No further complications were reported or anticipated with this event.

Manufacturer narrative:
Date for follow-up #2 is 8/6/2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating that they have shipped the screw back for analysis.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative indicating they located the screw and will be sending it to analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.